Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the [freestyle libre 3/freestyle libre 3 plus] sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.